Manufacturer narrative:
On 19 october 2016 the medical affairs director performed a clinical evaluation and commented as follows: although only one projection is available, x-rays show a possible conflict of the tibial stem against posterior metaphyseal tibial cortex. This positioning of the tibial plateau is uncommon and can easily lead to tibial fracture during impaction of the component. The incomplete bone contact on the anterior aspect is probably due to the acute fracture. Such a peculiar tibial positioning would require specific design and adapted instruments in order to be risk-free. No reason to think that a faulty device caused the fracture. Batch review performed on 19 october 2016. (B)(4). On 03 november 2016 the r&d director performed a preliminary investigation and commented as follows: the component is in accordance to the specification. The breakage of the tibia posterior wall has been caused by an impingement between the tibial prosthetic keel and the bone. The impingement has been caused by a tibial cut with a probable anterior slope and by wrong position of the tibial tray on the cutted bone. Not explanted.

Event description:
The patient came in complaining of knee pain. The pain was caused by a posterior tibial fracture. The surgeon is not going to revise as it will heal on its own.